Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 03/11/2016 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer states the catheter was leaking/ fractured somewhere on the catheter body; near 19cm mark. Chloraprep applicator (2% chlorhexadine gluconate + isopropyl alcohol) was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. The catheter was secured with their dressing and catheter securement procedure in the nicu. The PICC was inserted (B)(6) 2016 in the right ankle saphenous. There was continuous infusion through both lumens; no intermittent flush. Site care was performed using chloraprep, 30 second scrub, and allowed to dry completely prior to dressing application. This disinfectant does contain alcohol; however, when an alcohol-containing product such as chloraprep is used on an infant with an argyle PICC, the catheter is held up when prepping the skin, and the skin is allowed to dry completely before the PICC is replaced in that area. The customer is unable to determine if the catheter tubing was being cleaned as well; however, their procedure for the argyle PICC is to clean the catheter with povidone iodine and/or normal saline. The PICC was removed (B)(6) 2016 and was replaced with medcomp 2.6 fr dual lumen PICC. The patient is an inpatient.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was 1430300128. The device history record (DHR) review indicated that there was no quality issues associated with this reported condition. All DHR¿s are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could have caused this event. The following possible causes for the failure may be attributed to: operator error, instructions for use (IFU)¿s not followed: connections, infused substances, inspection not performed adequately, material composition. However, without the sample it is not possible to determine a specific root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. In-process controls such as personnel training, incoming quality acceptance testing for raw material, (B)(4) in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specification, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.